Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via voicemail that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported screwing the reservoir in the insulin pump and some of the top of the rim of the reservoir came off. When screwing it in the o ring came out as well and the reservoir won¿t stay in the insulin pump. The customer did troubleshoot the issue. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, broken reservoir tube lip and missing reservoir tube o-ring. Unit received with broken off reservoir tube lip. However reservoir locks in place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.